Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, an unspecified volume of solution leaked at an unspecified location of the tubing set. The tubing set was replaced and the therapy was initiated. No additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the semi-rigid female adapter of the inlet port of the filter was broken off. White drag marks were noted indicating the use of force. This was due to application of perpendicular force on the port of the filter. This report represents all the info known by the reporter upon query by hospira personnel.